Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. As a result, the customer experienced sweating, being partially unresponsive, and immobility and was unable to self-treat, requiring healthcare provider treatment of IV glucose for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. As a result, the customer experienced sweating, being partially unresponsive, and immobility and was unable to self-treat, requiring healthcare provider treatment of IV glucose for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned. Visual inspection has been performed on the returned applicator and no issues were observed. The applicator had been fired correctly. Sensor cap was retained inside applicator cap. Damage was observed on the sensor cap seal indicating the user has reapplied the applicator cap after removal, but before attempting to fire the applicator. Puck carrier was locked in place and it was removed to inspect the sharp and bent sharp was observed. Further investigation was not performed due to sensor has not been returned. If sensor is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Therefore, issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.